Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and analysis identified a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (4 mg/ml at .6 mg/day) via an implantable infusion pump. It was reported that the patient never received any pain relief from the original implant; the catheter was aspirated and determined to be non-functioning. There were no environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced and would be returned for analysis. The issue was reported resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.